Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type ia. Additionally there was evidence to reasonably support the following observations; suprarenal cuff migration and sac growth. The most likely cause of the loss of seal and proximal cuff migration (30mm) was a combination of the off-label aortic neck angulation (intentional user error) and cautionary product use conditions of calcifications at the aortic neck and the use of non-contrast surveillance. The procedure related harms and final patient disposition could not be ascertained due to lack of medical information surrounding the secondary endovascular procedure. To date there have been no reports of further negative patient sequelae. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated, one infrarenal, one suprarenal and two limb extension on (B)(6) 2016. During a routine follow up, the physician noted an endoleak type ia through ultrasound. The physician elected to reline with a gore tag device. The leak was resolved and the patient was reported to be doing well post procedure.